Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient no experiences pain every day of her life since having rhbmp-2/acs implanted. Patient claims to be disabled and finds it difficult to perform daily activities since having rhbmp-2/acs implanted. No further information was provided